Event description:
On (B)(6) 2015, the reporter contacted animas alleging the keypad was missing/peeling and all keypad buttons were under-responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2015-product analysis:the device was returned and evaluated by product analysis on 06/11/2015 with the following findings:the keypad was found to be torn. Evaluation revealed all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. The returned battery cap threads were damaged and the returned battery cap was unable to secure properly; a test cap was used for investigation.